Manufacturer narrative:
(B)(4). Batch # p93d41. Additional information was requested and the following was obtained: what is meant by ¿one pouch blocked during surgery¿? "1-pouch" has been mistakenly mentioned - the correct is "g-pouch" and refers to the procedure code of a "total colectomy". Did the generator display any error messages and if so what were they? No it did not show error messages, it just stopped working. Did the device pass the pre-test? Yes. Had the device been working and then stopped? The device worked for a while and then stopped working. Other material of the same batch was used and worked normally. Did a different event occur? No. Did the patient experience any adverse consequences due to this issue? No. Device analysis: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. In addition, when the device was disassembled and it was found that there was a cracked internal component (broken trigger subassembly). The closure indicator was bent and not making contact with the moving trigger. It could not be determined what may have caused the reported incident of: ¿one pouch blocked during surgery¿. This report is not intended to deny that you experienced a problem with the device. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic total colectomy, one pouch blocked during surgery.